Event description:
The facility's biomedical engineer reported an infusion pump with an 810:11 failure code. The biomed stated that there have been no report of any patient incident involving this pump since the last baxter service event. Information was requested by baxter whether or not the incident occurred during patient use or duing biomed testing, but no additional information was available. Additional contact information was requested but not additional contact was identified.